Event description:
Brush head juddered...gap between brush head and handle...loose as shuddering...shudder and lifts from handle - oral-b [device connection issue] case narrative: female consumer via phone stated that the oral-b toothbrush head juddered and there was a gap between the oral-b toothbrush head and the oral-b pro 1 toothbrush handle. The toothbrush head was loose as shuddering and lifted from handle. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.